Event description:
Event verbatim (preferred term) two burn blisters after using thermacare heat wrap (burns second degree). Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap), device lot number r08719, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced two burn blisters after using thermacare heat wrap. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] two burn blisters after using thermacare heat wrap [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number r08719) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced two burn blisters after using thermacare heatwrap. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results of the device lot number r08719 from division albany. The root cause category is non assignable (complaint not confirmed). Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degree celsius - 41.6 degree celsius) per spec-27465, effective: 08-jul-2016. The batch had one dead cell found during in process wrap attribute testing. The individual cell was not dosed with brine solution and will not heat up. The dead cell would not cause a burn. Complaint is the result of an adverse event (a burn). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint additional information has been requested and will be provided as it becomes available. Follow-up (04may2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degree celsius - 41.6 degree celsius) per spec-27465, effective: 08-jul-2016. The batch had one dead cell found during in process wrap attribute testing. The individual cell was not dosed with brine solution and will not heat up. The dead cell would not cause a burn. Complaint is the result of an adverse event (a burn). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.